Manufacturer narrative:
Following fields updated: h6, h7, h9, h11. The results of the investigation are summarized as follows: service history review: the service history search did not find any prior service tickets related to the issue under investigation. On june 11, 2025, prior to the leak event, the technical service bulletin (tsb) 640-079 - alinity m instrument floor liner installation was implemented on alinity m system sn 106 and the alinity m system liner, pn 56-270087, was installed. Customer data review: photographs were reviewed. Attached photographs showed a rust-colored liquid underneath and outside of the alinity m system, sn 106, due to a leaking reservoir bottle, pn 56-190090. In addition, rust is shown on the lower kick plate of the alinity m system, sn 106. Quality data review: nonconformance (nc)/corrective action preventive action (CAPA) search a search of nc/CAPA records was performed for instances related to a leaking reservoir bottle due to a loose t-connector on an alinity m system, ln 08n53-02. The query did not identify any quality records related to a leaking reservoir bottle due to a loose t-connector on an alinity m system. Complaint history review: complaint trending was completed. An adverse trend was not identified for the alinity m system (base list number 08n53), which includes the reservoir bottle, pn 56-190090. Per a review of spare part trending, a spare part was not tripped for the t-connector of the reservoir bottle (assy, reservoir, 1l), pn 56-190090. Based on the results of the investigation, a product deficiency was not identified for the alinity m system, ln 08n53-02.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.

Event description:
The customer reported leaking liquid coming from underneath the alinity m instrument. The customer reported the liquid as rusty that left the footprint of the instrument. The customer wore personal protective equipment (ppe) when handling the instrument. The field service engineer (fse) confirmed the rust was from the lower kick plate and the slow leak originated from t junction of the diluent reservoir bottle. There was no exposure nor any injury caused by the leakage.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level). Abbott molecular is implementing an improved design element to prevent leaks outside the footprint of the instrument. Abbott has identified that the system solutions drawer enclosure design of the alinity m system may allow liquid (liquid waste or system solution(s)) originating in the system solutions drawer to flow beyond the footprint of the instrument and into the walking-path of the user. An alinity m system liner will be installed to mitigate these leaks beyond the footprint of the instrument. Note: risk assessment which was previously opened for leaks did not necessitate field action because the frequency of the occurrence of the hazards (physical (slip/fall), chemical or biohazard), was determined to be improbable. It is only upon implementation of this mitigation in the field for leaks that an action is being taken. On march 7, 2025, a decision was made to issue a customer letter to notify customers of this new alinity m system liner. Fa-am-mar2025-306, was issued on march 20, 2025. This action was deemed reportable as an fsca. The field corrective action was issued as an urgent field safety notice / field correction recall letter providing customers background on the issue, potential impact and necessary actions. See list below for complete list of additional mdrs associated with fa-am-mar2025-306: 3005248192-2025-00086, 3005248192-2025-00129, follow up 01, 3005248192-2025-00035, follow up 01, 3005248192-2025-00045, follow up 01, 3005248192-2025-00044, follow up report 1, 3005248192-2025-00043, follow up report 1, 3005248192-2025-00100, follow up report 1, 3005248192-2025-00002, follow up report 1, 3005248192-2025-00054, follow up report 2, 3005248192-2025-00162, follow up report 1, 3005248192-2025-00132, follow up report 1, 3005248192-2025-00161, follow up report 1, 3005248192-2025-00164, follow up report 1, 3005248192-2025-00060, follow up report 1, 3005248192-2025-00059, follow up report 1, 3005248192-2025-00188, follow up report 1, 3005248192-2025-00206, follow up report 1, 3005248192-2025-00208, follow up report 1, 3005248192-2025-00218, follow up report 1, 3005248192-2025-00219, follow up report 1, 3005248192-2025-00157, follow up report 1, 3005248192-2025-00167, follow up report 1, 3005248192-2025-00226, follow up report 1, 3005248192-2025-00230, follow up report 1, 3005248192-2025-00163, follow up report 1, 3005248192-2025-00191, follow up report 1, 3005248192-2025-00229, follow up report 2, 3005248192-2025-00235, follow up report 1, 3005248192-2025-00236, follow up report 1, 3005248192-2025-00237, follow up report 1, 3005248192-2025-00244, follow up report 1, 3005248192-2025-00259, follow up report 1, 3005248192-2025-00269, follow up report 1, 3005248192-2025-00260, follow up report 1.